Event description:
Health care professional reports a fiber leak noted at the onset of treatment confirmed by hemastix. The task occurred on the 4th reuse of this dialyzer. New disposables were used to continue the treatment without incident. No pt injury or medical intervention is reported.